Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that ¿one of the leads got loose¿. Follow up with the physician office reported the right ventricular (rv) lead was dislodged. Lead revision was done, and the lead remains in use. No patient complications have been reported as a result of this event.